Manufacturer narrative:
The ge service representative performed an on-site investigation. The bent lemo pin was repaired to establish better connections. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor had poor image quality. No patient injury was reported.